Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 had encountered a failure with the error message ¿failed to close,¿ which prevented the drawer from opening. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was failed to open. A field service engineer opened the back panel and observed that the orange light for the latch sensor was not illuminated. The fse pressed the red latch button to eject the drawer and discovered the magnet missing from the inseparable. The fse removed the drawer from the station and replaced the inseparable latch. The fse then reinstalled the drawer and rebooted the device. After reboot, the customer successfully recovered and inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.